Manufacturer narrative:
(B)(4). Upon follow up it was discovered that the patient experienced peritonitis and passed away coincident with therapy for peritoneal dialysis. A month after the initial report of an infection, the patient experienced peritonitis and hypotension while hospitalized for an unrelated event. The patient was treated with unspecified antibiotics and was recovering from the events when the patient passed away. Therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available at this time. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13e07017 and h13d07028 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. Also, the patient was hospitalized for having blood infection. It was not reported if the peritonitis event prolonged the hospitalization. The cause of the peritonitis and blood infection was unknown and treatment information was not reported. At the time of this report, the patient remained in the hospital and was recovering from the events. No additional information is available at this time.

Manufacturer narrative:
(B)(4).